Manufacturer narrative:
Correction; component code update.

Event description:
It was reported the dual chamber leadless pacemaker system was interrogated. Upon interrogation, it was observed the implant to implant (i2i) assessment could not be completed. Further, it was observed the atrial leadless pacemaker was not pacing the atrium, and it was suspected to be due to i2i issues. No programming changes were reported. The patient's condition was unknown. No further information was received.

Event description:
It was reported during in clinic follow up that the leadless pacemaker was not pacing and was displaying a diagnostic issue in which assessment could not be performed and interrogation returned incorrect measurements. No intervention was reported. There were no patient consequences.